Event description:
It was reported that the right ventricular lead had loss of capture at maximum outputs. Patient has complaints of fatigue and feeling pacing in the neck. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.